Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during cori assisted tka surgery, the femoral component was displayed off bone on the planning screen of the real intelligence cori console. Surgery was resumed without any delay with the same device. Patient was not harmed as consequence of the problem.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. An image was provided. The reported problem was confirmed with a visual inspection. A visual inspection of the image was conducted and confirmed the issue. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Log files were not provided for review, therefore, we are not able to determine the presence of errors or a possible relation to the software. Although the reported problem was confirmed with a screenshot, the cause could not be determined. Factors contributing the medially shifted implant may be related to a software bug or incomplete point collection. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.